Event description:
It was reported that during an unknown procedure, the device locked when it was fired. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. Even though the firing mechanism could be activated, the instrument could not be opened or closed. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and dry body fluids were found, that would not allow the device to open or close. A batch record review was performed and no anomalies were found during the manufacturing process.